Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: just to confirm, was the device pulled off of the tissue with the jaws still in the closed position? If no, did the jaws eventually open to release the tissue? Did the device lock before firing (lock-out), during firing (partial fire), or after the firing was completed? Jaws were pulled off tissue still closed. To my knowledge the jaws never opened and they didn't do manual override. He now understands he can do that if another issue comes to fruition. I received the device with the jaws still locked closed.

Event description:
It was reported that during a vats procedure, the device locked on tissue and was able to pull away with no patient complications. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n53m4z. The analysis results found that one pse45a device was returned in good visual condition and with an ecr45m reload present. The reload was received fully fired. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to be damaged and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.